Event description:
It was reported that the syringe 30ml ll s/c 56 experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no.: 302832; batch no.: 9207591. Verbatim: the user reported a black/brown substance in the plunger.

Manufacturer narrative:
H.6. Investigation summary: one (1) sample was received from the customer in an unopened blister pack. The blister pack was opened and the sample was removed and was examined using 10x magnification. There is brown foreign matter (fm) on the ribs of the plunger rod which was visually identified as oil. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Potential root cause, during the production process, the syringe rides on chains. The chains are oiled to preserve the function and improve the life of the chains. When the chains are oiled, it is possible that excess oil was applied and if not cleaned properly it can contaminate the syringe. Bd acknowledges that the returned sample has foreign matter (fm) was observed in the syringe barrel behind the plunger. As this occurrence would not exceed the acceptable quality level for the batch, no corrective or preventative actions will be taken in scope of this complaint. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 30ml ll s/c 56 experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no.: 302832 , batch no.: 9207591. Verbatim: the user reported a black/brown substance in the plunger.